Event description:
The ge oec uroview fluoroscopy system locked up during a procedure and displayed a communication failure error code.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. All socketed pcb were re-seated. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.